Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced high blood glucose level of 416 mg/dl. The customer treated with a manual injection. The customer also reported getting inaccurate readings with the sensor. Troubleshooting was provided. Customer's blood glucose level was 416 mg/dl and the sensor glucose reading was 144 mg/dl that triggered the insulin pump to suspend insulin delivery. The sensor will be returned for analysis. Insulin pump will not return for analysis.